Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had an impedance of 200 ohms prior to a device change out procedure. After the sicd was exchanged, the system and this electrode were unable to induce ventricular fibrillation (vf) during implantation testing. The physician was advised to confirm positioning and optimization with imaging during the implant procedure, however the physician refused. After not being able to induce vf, the physician was again advised to confirm placement and optimization, but the physician again refused. The procedure was completed without successful testing. This s-ICD system remains in-service. No adverse patient effects were reported.